Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air-in-line could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: sometimes air in line when priming. Nurses are talking about 15 minutes to prime tubing, trying to get air out of the ports. They are tapping ports and getting streams of microbubbles that they then have to move down the line.